Manufacturer narrative:
It was originally reported 1 device was concurrently experiencing 2 issues; however, upon evaluation it was determined the device was only experiencing the issue of fowler stuck in a raised position. MFR report # 0001831750-2021-01146 summarizes all events where this model number experienced this malfunction, so this event has been removed from this count and added to the final count of MFR report # 0001831750-2021-01146.

Event description:
This report summarizes 1 malfunction event in which the device was concurrently experiencing 2 issues: the fowler stuck raised and inadequate patient restraint. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event in which the device was concurrently experiencing 2 issues: the fowler stuck raised and inadequate patient restraint. There was no patient involvement.